Event description:
On (B)(6) 2014, the patient underwent endovascular repair of a thoracic aortic aneurysm using two conformable gore® tag® thoracic endoprostheses. After the deployment of the first ctag device (tgu373715j/11514873), the angiogram showed a proximal type I endoleak. The physician performed a few additional touch-up ballooning using a gore® tri-lobe balloon catheter (bcl2645j/11000179). However, the endoleak persisted. The second ctag device (tgu373710j/12088085) was implanted to reline the first device to strengthen the sealing to the aortic wall. A minor endoleak remained, but the physician decided to monitor the endoleak and concluded the procedure. On (B)(6) 2014, the patient was brought into the emergency room with a severe back pain. Computed tomography scan showed a type a dissection developed at the proximal edge of the tgu373715j/11514873. On the same day, the devices were explanted and the total arch replacement was performed to treat the type a dissection. The patient tolerated the procedure. The patient was discharged in good condition.

Manufacturer narrative:
Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to dissection and surgical conversion. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.